Event description:
Report received indicated that filter migrated/thrombosed and patient expired. The patient had a history of deep bein thrombosis (dvt) with contraindication to anticoagulation due to previous hemorrhagic stroke(s). A trapease permanent vena cava filter was placed in the inferior vena cava (below the renals veins). Access was made through the right femoral vein. There was no thrombus at the implant site neither pre nor post implant procedure. Symmetrical filter expansion was seen. Proper placement and positioning was confirmed via angiography. The device implant was successful and procedure uneventful. The patient tolerated the procedure well.

Manufacturer narrative:
Sometime post filter placement the pt went to surgery with a vascular surgeon (date not available) where clot was removed from the iliac veins. The patient had escalated creatinine levels. Subsequently the pt crashed, and was sent for, and x-ray to verify location of the filter. The filter had migrated to t12 (above the renal veins), and it was suspected that the filter was filled with thrombus. There was indication that blood flow was occluded into renal veins and possibly hepatic veins. The pt expired either late in 2007. Kidney failure was suspected. Is not known if an autopsy was performed. This product will not be return for evaluation and testing. Additional info will be sent within 30 days upon receipt.